Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0gkjk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient felt a funny vibrating sensation in the buttocks and vaginal area earlier today when they were in a convenience store. The patient experienced a change in stimulation sensation.